Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, and completed reset with assistance from technical support, and no additional information was received regarding further outcome of event.